Manufacturer narrative:
Insulin pump received with cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring and broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the reservoir compartment was damaged. Customer's blood glucose was unknown. Reservoir would not stay in place. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.